Manufacturer narrative:
The tech replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake will not hold and the casters are swiveling when in brake.